Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient has had a lot of break through urination and are wetting the bed and their clothes several times a day. Caller said they had to buy patient adult diapers because they are urinating in their pants and having to change clothes 3-4 times a day. Caller said the patient takes half of a sleeping pill at night for pain (unrelated to ins) and to sleep at night so patient is not waking up a night and caller said they have to change the sheets. Caller said during the trial they saw improvement but they haven't seen any improvement since the implant date and the last couple weeks especially it has not been very effective. Caller said the ins isn't even doing anything. Caller said the patient has another stimulator for back pain (not medtronic) and said the patient thought that the pain stimulator might have been interfering with the ins (since implant) because they aren't receiving therapy relief. When asked if stimulators were interfering, caller confirmed that they had spoken with both doctors (for pain stim and for bladder stim) before getting the interstim and that they think the patient read in the manuals that the devices could interfere but ultimately don't think they are interfering. Caller said they were pretty positive that on the day of implant, the patient's settings were set on program 2 at 1.0 and caller thinks the patient decreased stim. Caller said they helped patient increase stim to 1.0 again (on saturday) and patient could feel a little tick in stim and confirmed there was no discomfort. Caller said patient doesn't feel stim all the time. Caller said even since then they haven't seen an improvement. Caller also inquired about how to charge external devices and how charging effects therapy. Caller said the patient saw two different things in the manuals in regards to charging and wanted clarification. Reviewed external device charging/battery life and how these effect therapy (ins function vs external device function). Reviewed general therapy guidelines and therapy optimization options. Caller confirmed understanding and said they will help patient make adjustments as necessary and monitor symptoms. Caller said patient has a follow up appt with their hcp in 3 weeks.